Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: 20 mm lateral to the junction of the uterine cornua and left fallopian tube') in a 33-year-old female patient who had essure (batch no. B82477) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included shortness of breath. *impression: hysterosalpingogram under the fluoroscopic guidance. The right essure tubal occlusion microinsertion device in the place with the proximal aspect of the microinsertion at the junction of the uterine cornua and the right fallopian tube. The proximal aspect of the essure tubal occlusion micro insert device project approximately 20 mm lateral to the junction of the uterine cornua and the left fallopian tube. Concurrent conditions included gerd, asthma, allergic rhinitis, hypersensitivity pneumonitis, sinus congestion, bronchitis, vaginal bleeding, pelvic congestion syndrome, lung disease and allergic conjunctivitis. Concomitant products included salbutamol (proventil) since 2011 for asthma, ethinylestradiol;levonorgestrel (sronyx) from (B)(6) 2014 to (B)(6) 2015 for contraception, omeprazole (prilosec) since (B)(6) 2014 for gerd as well as cetirizine hydrochloride (zyrtec), diazepam, ibuprofen since (B)(6) 2015, ketorolac, lorazepam (ativan) since (B)(6) 2013, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), paracetamol (tylenol) and prednisone since march 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 16 days after insertion of essure. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. In (B)(6) 2015, the patient experienced anxiety ("anxiety/mental anguish") and depression ("depression"). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, anxiety, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: 20 mm lateral to the junction of the uterine cornua and left fallopian tube') in a (B)(6) year-old female patient who had essure (batch no. B82477) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included shortness of breath. Impression: hysterosalpingogram under the fluoroscopic guidance. The right essure tubal occlusion microinsert device in the place with the proximal aspect of the microinsert at the junction of the uterine cornua and the right fallopian tube. The proximal aspect of the essure tubal occlusion micro insert device project approximately 20 mm lateral to the junction of the uterine cornua and the left fallopian tube. Concurrent conditions included gerd, asthma, allergic rhinitis, hypersensitivity pneumonitis, sinus congestion, bronchitis, vaginal bleeding, pelvic congestion syndrome, lung disease and allergic conjunctivitis. Concomitant products included salbutamol (proventil) since 2011 for asthma, ethinylestradiol;levonorgestrel (sronyx) from (B)(6) 2014 to (B)(6) 2015 for contraception, omeprazole (prilosec) since (B)(6) 2014 for gerd as well as cetirizine hydrochloride (zyrtec), diazepam, ibuprofen since (B)(6) 2015, ketorolac, lorazepam (ativan) since (B)(6) 2013, oxycodone hydrochloride; paracetamol (acetaminophen w/oxycodone), paracetamol (tylenol) and prednisone since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 16 days after insertion of essure. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. In june 2015, the patient experienced anxiety ("anxiety/mental anguish") and depression ("depression"). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, anxiety, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 9-jul-2019: plaintiff fact sheet and medical records were received. Events per pfs: migration of essure device location of device: 20 mm lateral to the junction of the uterine cornua and left fallopian tube, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety/mental anguish, depression and abdominal pain. Lot number, medical history, concurrent condition and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: 20 mm lateral to the junction of the uterine cornua and left fallopian tube / migration') and genital haemorrhage ('general abnormal bleed') in a 33-year-old female patient who had essure (batch no. B82477) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included shortness of breath. Concurrent conditions included gerd, asthma, allergic rhinitis, hypersensitivity pneumonitis, sinus congestion, bronchitis, vaginal bleeding, pelvic congestion syndrome, lung disease and allergic conjunctivitis. Concomitant products included salbutamol (proventil) since 2011 for asthma, ethinylestradiol;levonorgestrel (sronyx) from january 2014 to may 2015 for contraception, omeprazole (prilosec) since january 2014 for gerd as well as cetirizine hydrochloride (zyrtec), diazepam, ibuprofen since march 2015, ketorolac, lorazepam (ativan) since february 2013, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), paracetamol (tylenol) and prednisone since march 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 16 days after insertion of essure. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. In june 2015, the patient experienced anxiety ("anxiety/mental anguish / psych injury") and depression ("depression / psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: the patient received treatment for pelvic/abdominal pain, general abnormal bleed and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Hysterosalpingogram under the fluoroscopic guidance. The right essure tubal occlusion microinsert device in the place with the proximal aspect of the microinsert at the junction of the uterine cornua and the right fallopian tube. The proximal aspect of the essure tubal occlusion micro insert device project approximately 20 mm lateral to the junction of the uterine cornua and the left fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new event of general abnormal bleed added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.